Event description:
When the surgeon tried to activate the instrument an error message appeared, he tried grabbing a different piece of tissue and error message still appeared, the instruemt was unplugged and plugged back in and the erro message stilled appreared. This device was replaced with a new one and there was no injury to the patient.